Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the needle failing to deploy. The download data shows that the device generated an 0x1c alarm, indicating that the device had expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device,

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was not worn.